Event description:
It was reported that the programmer rebooted itself and displayed an error regarding a software update. Troubleshooting steps were suggested, and if they did not resolve the issue, it was suggested that the programmer be returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).